Manufacturer narrative:
Additional information received regarding a case part. The enclosed power converter was returned to the manufacturer for analysis. Analysis found that there was a faulty power enclosure. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The suspect power conversion board (pcb) was returned to the manufacturer and evaluation was completed. It was not possible to confirm the reported issue. The part passed all tests. No problem was found.

Manufacturer narrative:
The pcba supply board was returned to the manufacturer for analysis. The pcba supply board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the power supply board, stand alone board and k1 relay were replaced without resolution. The representative then returned to the site and replaced the power conversion board on the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to initialize x-ray functionality. It was reported that the imaging system would not initialize home. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. The reported issue occurred while setting up equipment. No additional information was provided.

Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.